Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) /2025. On 09/16/2025, it was reported that while the patient was at school, their cgm was reading 40 mg/dl. No patient symptoms were reported at this time. The patient self-treated with food ¿several times¿ to raise his bg levels. At an unspecified time later, the patient¿s bg meter reading was 500 mg/dl. The reporter stated that this was due to a cgm inaccuracy although there was no full set of cgm or bg meter comparison values reported during this event. The patient was then taken to the emergency room (ER) for evaluation. No further information was provided, including treatment details or how long the patient was in the ER prior to being discharged. Attempts to reach the reporter back for further event clarification were unsuccessful. No other patient or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.